Event description:
As reported, during an embolectomy procedure for thrombus removal in legs, while pulling back this fogarty catheter, the distal part of the catheter to which the balloon was attached was missing inside the patient. On removal, the spring of the catheter tip appeared and was also removed with the catheter. It was suspected that the missing piece of balloon and catheter tip may have remained in the patient. It couldn't be located using x-ray methods. There was no allegation of patient injury, since the patient did not show any signs or symptoms related to the missing piece. The patient underwent a new surgery the next day because blood flow was still not good in legs, but this was not related with the reported event regarding this fogarty catheter. No further information could be obtained. The patient was transferred to another hospital. It was confirmed that the balloon was successfully tested before use in patient. Neither the device nor pictures were available for evaluation.

Manufacturer narrative:
Further investigation was completed by the engineers in the manufacturing site. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully.

Manufacturer narrative:
Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Further investigation was performed by the engineers, and it could be determined that as part of the manufacturing process the units go through balloon, winding and full visual inspection process. The instructions for use (IFU) has multiple warnings regarding the distal tip and balloon. Per IFU: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures" , "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter " , "use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. " and "to avoid air embolus in case of balloon rupture, air should not be used for balloon inflation. Carbon dioxide is the only recommended gas." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product was not available for product evaluation since it was discarded by the hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during procedure and while pulling back this fogarty catheter, the distal part of the catheter to which the balloon was attached was missing inside the patient. On removal the spring of the catheter tip appeared and was also removed with the catheter. It was suspected that the missing piece of balloon and catheter tip may have remained in the patient. It couldn't be located using x-ray methods. There was no allegation of patient injury, since the patient did not show any signs or symptoms related to the missing piece. The patient underwent a new surgery the next day but this was not related with the reported fogarty catheter event. The patient was transferred to another hospital. It was confirmed that the balloon was successfully tested before use in patient. Neither the device nor pictures were available for evaluation.